Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump had damage. The customer¿s blood glucose was unknown. Troubleshooting was performed. Customer states they were unable to remove the plunger rod. Customer stated that the reservoir lip ring had a missing piece, chipped off and had a crack. Customer stated that the reservoir ring was able to lock in place when inserted into insulin pump. The customer stated that a reservoir and infusion set had leak as well as bubbles in it. The device will be returned for analysis.